Event description:
The reporter stated the surgeon an aq2015a silicone three piece lens and the haptic tore as the lens was ejecting through the shooter. The lens was removed with not pt injury, no enlarged incision or sutures. This is one of three lenses used for this pt - see MFR report#: 2023826-2009-00053 and 2023826-2009-00054. The cartridge used has not been approved by the MFR for use with this model lens.

Manufacturer narrative:
Evaluation -(other): lens work order search. Results -(other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of reddish residue. A lens work order search was performed and no similar complaint was found in the work order. Conclusion -(other): based on the complaint history, work order search, and the eval of the returned product, a likely root cause of the event has been determined to be due of the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.